Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-03521. It was reported the patients system displayed high impedance. As a result, surgical intervention was undertaken wherein the extensions were explanted and replaced to resolve the issue.

Manufacturer narrative:
The reported event of high impedance was confirmed. The return two flex lead extension ¿a¿ had broken wires found near the terminal end. Lead extension ¿b¿ had all contacts wires in the header broken that would result in causing high impedances. The cause of the reported event is consistent with an overstress condition or sudden event the lead extensions were subjected while in vivo.